Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user observed fluid at the connector interface, described as leaking at the connector but not at the tubing connection, and upon switching to a new cartridge and connector, drops were seen at the needle tip with no further leaking; blood glucose remained unaffected and no component damage was observed. Symptoms included no adverse clinical effects. Outcomes included no impact on glycemic control and no need for medical intervention. Investigation included customer service troubleshooting by replacing the cartridge and connector and functional observation of the infusion path. Investigation of this case revealed that the initial connector assembly likely did not seal properly, while replacement components functioned as intended with no leak observed at the needle tip beyond expected priming drops. It was concluded, based on previously established findings for similar reports, that the cause was an isolated connector interface issue consistent with improper seal or transient assembly anomaly.